Event description:
It was reported that pump experienced malfunction alarm with malfunction code and could not be reset, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.